Manufacturer narrative:
Initial reporter facility name: (B)(6) medical university. The actual device was not available; however, a video of the sample was provided for evaluation. The returned video was reviewed, and it was noted that there was an external fluid leak at the level of the dialysate port. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex m150 was leaking from the dialysate port. An external fluid leak from the dialysate port was observed during priming prior to patient use. There was no patient involvement. No additional information is available.